Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported that purge solution was leaking from the red impella plug during impella 5.5 support. The decision was made to continue with support while monitoring the leak. Four days later, the bedside nurse reported that the patient had a ventricular tachycardia event early in the morning requiring cardioversion at bedside. Four more days later, integrated purge side arm was leaking purge solution. However, after 16 days of support, care was withdrawn and the patient expired.